Manufacturer narrative:
H.6. Investigation: bd received fifteen (15) samples and two (2) photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, all customer samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure that resulted in a needle stick injury after use. The following information was provided by the initial reporter: "material no. 368607, batch no. 0248412. It was reported that on 12/28/2020, a phlebotomist poked herself due to a faulty safety. We have had two incidents of needle sticks due to faulty safety¿s on the bd 21g needles. I have investigated and believe it is only lot # 0248412, attached are pictures. The first incident happened on 12/26/20, the phlebotomist activated the safety and placed the needle on the bed. When she picked it up to dispose the safety had fallen and she poked herself, midas # 20-3862848. The second incident happened on 12/28/20, a different phlebotomist activated the safety and then placed the needle down. When she picked it up to dispose she poked herself and noticed the needle was to side of the safety device, midas # 20-3890634. I have asked other phlebotomists and they have stated issues with the safety falling off for a couple weeks now but they have not poked themselves. Some also mentioned the other end of the needle does not screw onto the hub correctly. They have either had to dispose of the needle or they realized the hub was loose in the middle of the venipuncture. I only have 15 boxes of lot 0248412, so they may have been using them for a while. They have been removed from use. The newer lots I currently have are 0260549 and 0135002.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure that resulted in a needle stick injury after use. The following information was provided by the initial reporter: "material no. (B)(4) batch no. 0248412. It was reported that on (B)(6) 2020, a phlebotomist poked herself due to a faulty safety. We have had two incidents of needle sticks due to faulty safety¿s on the bd 21g needles. I have investigated and believe it is only lot # 0248412, attached are pictures. The first incident happened on (B)(6) 2020, the phlebotomist activated the safety and placed the needle on the bed. When she picked it up to dispose the safety had fallen and she poked herself, midas # 20-3862848. The second incident happened on (B)(6) 2020, a different phlebotomist activated the safety and then placed the needle down. When she picked it up to dispose she poked herself and noticed the needle was to side of the safety device, midas # 20-3890634. I have asked other phlebotomists and they have stated issues with the safety falling off for a couple weeks now but they have not poked themselves. Some also mentioned the other end of the needle does not screw onto the hub correctly. They have either had to dispose of the needle or they realized the hub was loose in the middle of the venipuncture. I only have 15 boxes of lot 0248412, so they may have been using them for a while. They have been removed from use. The newer lots I currently have are 0260549 and 0135002."